Event description:
The customer stated that the unit would not power up with ac or dc. There was no patient involvement reported.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.